Event description:
It was reported that the device provides inaccurate readings. Customer reported that the "sensor misreads when powered up and the battery contact plates have come loose". There were no consequences or impact to patient.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.